Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 34 first prime pulses and was deactivated at 44 pulses after completing second prime. The download data showed a drive stall and pulse width timeout, resulting in the firing flat not reaching the firing position before the end of second prime. No physical defects were found to the rotational sensor assembly nor the drive mechanism. The device was connected to a master pdm and a test bolus was attempted; the hook talons were observed slipping over the ratchet gear, which replicated the original drive mechanism error.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.